Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to cracking in the stopcock. This was likely caused by mechanical stress applied to the female fitting such as over tightening during product application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure for a pediatric patient, the clinical staff noted that the set detached at the connection between tubing and a planecta. The account states that the connections may have not been adequately fastened. No patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.